Event description:
A letter was received from a customer concerning her contour meter. She alleged that the meter was "dangerous" after receiving back to back glucose readings from 158-229 mg/dl. She also alleged that she performed a control test and received a result of 225 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. The customer stated that if she had taken insulin based on the first reading, it would have killed her. The customer also stated in her letter that her meter and testing supplies had been returned, but they have not been received yet. Customer service attempted to call the customer, but the phone number provided was disconnected.